Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, pyxis not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was not detected. A technical support specialist (tss) confirmed that the customer had reported issues accessing the tower door. The issue was resolved after the customer rebooted the device and attempted access again. The customer confirmed the issue was resolved and granted permission to close the case prior to csc engagement, declining field service engineer (fse) assistance for preventative maintenance. The system functioned as intended after the technical support specialist investigated the device.